Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator did not discharge when the shock button was pressed. The device discharged a few moments later. There was no negative patient impact.